Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a battery fault. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Philips service was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. It was noted that the equipment department will take care of the device on its own. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired by philips, a new service order will be opened and will be captured through philip's normal complaint procedure.